Event description:
This is a report of a patient who observed a damaged clamp on their cassette prior to use for peritoneal dialysis. There was no patient involvement, and no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.